Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the reported issue. As a preventative maintenance, the unit's display, memory chip on cpu board were replaced. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported a spo2 board error message from the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.